Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error code occurred during aspiration and the patient later died. The patient was diagnosed with pulmonary emboli (pe) in the right upper lobe after an angiogram was performed upon arrival to the emergency. The physician selected an angiojet® ultra pe catheter for use. The catheter was advanced and treatment started, after 30 seconds of usage the angiojet® gave an alert indicating to check the saline. The catheter was reset but the same error occurred 4 or 5 more times. The device then gave a 'change catheter' error. The catheter was removed and the procedure was completed successfully with another pe catheter after two minutes. There were no patient complications at the time. However, the patient died two hours after the procedure was completed. The cause of death was reported as pulmonary emboli.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient arrived at the cardiovascular surgery center with severe dyspnea and cardiogenic shock. The patient need to have cardiopulmonary resuscitation before arrival at the hospital. CT angiography with contrast revealed a massive bilateral pulmonary embolism. The patient was then referred for aspiration thrombectomy with an angiojet catheter as soon as possible. Echocardiogram showed severe right ventricle dilatation and pulmonary artery pressure was 80 ml hg.